Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient noticed bandage covering wound was coming off after the implant on (B)(6). The had a friend who was a nurse help them remove the dressing today. When friend took the bandage off, they noticed a visible hole in the patients skin, over the implant site. The patient called the rooms, who told the patient the surgeon is over seas. Then the patient contacted manufacturer representative (rep). Rep then contacted the rooms immediately to let them know the importance of the doctors and nurses reviewing this circumstance as a priority. They said they will get a different doctor and a nurse to review the image and speak to the patient directly. No cause known. The doctor who reviewed the image and spoke to the patient has suggested no intervention for now. And to contact the clinic for a face to face appointment if anything changes. At this stage there has been a new dressing placed over the wound by the nurse friend of the patient. It was suggested a usual coarse of action would be for the patient to present to emergency, and most typically in this instance the doctors for opt to explant the device completely and begin a course of antibiotics. The doctor who reviewed the patient has not implanted these devices and said to the secretary who requested the review that they are not very familiar with these devices. Rep requested they get in contact with the primary surgeon, who is overseas for advice.